Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter at least partially advanced over the guide wire. The balloon was tightly folded. The hypotube was separated distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped, as if kinked prior to separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the shaft was inadvertently handled prior to the procedure, resulting in the shaft kinking as there was no damage noted to the catheter during unpacking, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further manipulation of the shaft would ultimately result in the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. The reported shaft separation appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the mini trek shaft broke in two pieces before use in the patient. There was no patient involvement. Though requested, no additional information was provided.